Event description:
It was reported that during a patient presented to clinic for follow up. The right ventricle (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced with a new lead on (B)(6) 2024. The patient was stable throughout.